Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, titan otr was explanted due to a leak in system from tubing cracks.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device: a titan otr pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed surface abrasion on all tubes of the pump and the strain relief of the shorter exhaust tube and inlet tube of the pump. Partial separations within abrasion are noted on the exhaust tubes of the pump. Testing revealed these not to be sites of leakage. A partial separation within abrasion is noted on the inlet tube of the pump. Testing revealed this not to be a site of leakage. The detachment sites of the longer exhaust tube of the pump and of the exhaust tube of cylinder #1 appear to be rough and irregular, indicating sufficient stress was exerted. An aneurysm is noted on the bladder of cylinder #1. Testing revealed this not to be a site of leakage. The pump did not pass the back pressure test which may have been due to tissue inside the valves. No functional abnormalities are noted with cylinder #1 or cylinder #2, or reservoir. Based on previous quality simulations and examination of the returned product, and on the information received, quality concluded that the rough and irregular surfaces associated with these detachment sites indicates that sufficient stress(s) was exerted on the longer exhaust tube of the pump and the exhaust tube of cylinder #1 to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.